Event description:
Customer reportedly received result of 475 mg/dl on the aviva plus system and result of 172 mg/dl on an aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Caller did not provide product information for the other aviva system.